Manufacturer narrative:
The field service engineer (fse) replaced the data acquisition board to resolve the issue. The system meets the specification for the performed service and is returned to use.

Manufacturer narrative:
Per the diagnostics performed by the engineer, it was determined that the device displayed error code 1108 (machine pressure sensor autozero failed). The remote service engineer (rse) recommended that the customer verify the pin alignment between the solenoids and the da pcba. It was then recommended to replace the machine auto zero solenoid (sol 2 and sol 4), along with replacing the da pcba. A field service engineer (fse) installed two solenoid valves into slots bay 2 and 4, as per mfg recommendations. During boot-up, the device's original error code 1108 appeared twice during testing. It was determined that the device required the replacement of the da pcba. Additional repairs were required.

Event description:
The biomedical engineer reported receiving an error code of 1108-post machine pressure sensor failed. It is unknown if there's patient involvement. The manufacturer has not completed the investigation of this event. A follow up report will be provided upon completion of the investigation or a follow up report will be submitted should new information becomes available.

Manufacturer narrative:
The faulty part was returned to philips for failure investigation. The technician documented the following conclusion/root cause, "this is in regards to the data acquisition pca (printed circuit assembly) with the accusation of: error code: 1108- post machine pressure sensor autozero failed. Functional analysis was performed and identified that the device pressure accuracy testing passed. In addition, tech verified that the average machine and proximal pressure were within the expected range at 0 cmh2o (centimeter of water). Tech could not duplicate the failure from the service. The suspect data acquisition pca operates on the stb (standard test bed) without issue or error code 1108. No problem found."

Manufacturer narrative:
The faulty solenoid valve was returned to philips for failure investigation. The technician documented the following conclusion/root cause, "1. Per engineering direction and through referencing the v8000 ventilator software requirements document (doc# 1025078rs ver.71), testing in step 2 of this conclusion was performed resulting in a no problem found. Note: referencing the v8000 ventilator software requirements document (doc# 1025078rs ver.71), section 2.8.2.1 states: auto-zero test shall be scheduled at 15 minute +/- 7 seconds intervals for both the machine pressure transducer and the proximal pressure transducer during operation in ventilation mode when there is no previous auto zero failure, pressure sensor calibration failure, or pressure sensor range error. 2. Tech connected the solenoid xvalve to machine pressure auto zero position (position 2) of the gas delivery subsystem, the product investigation lab (pil) v60 standard test bed was powered on for a minimum of 20 minutes with the intent to exceed the 15 minute interval called out in doc 1025078rs for the continuous built-in-test (cbit) testing for machine and proximal auto zero testing. 3. No error was generated resulting in a no problem found".